Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to through the artery with the involved r2p destination slender. A 4fr sheath was used to puncture the radial artery, and then the r2p destination sl guiding sheath was inserted into the artery. When the physician attempted to advance the guiding sheath to the descending aorta, the guiding sheath did not go through the aortic arch and did not advance anymore. The guiding sheath was not used and was replaced with another r2p destination sl guiding sheath from a different lot, which went through the artery without problem. The procedure was successfully completed. Blood loss was less than 250cc. There was no health damage for the patient.